Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message, displayed a red "x" indicator, and shut down inappropriately. Complainant indicated that there was no pt involvement in the reported malfunction.